Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the emitter was replaced and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect emitter has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure the emitter of the navigation system could not be detected after trying for 5 times during registration procedure until the cable was moved. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.